Manufacturer narrative:
(B)(4). The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with broken belt clip rails slot and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump clip rail was already worn out. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.